Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. The insulin pump was programmed with the current time/date and monitored in a 50 c oven for several days. The time and date functioned properly and there was no unexpected suspend mode during testing. The test reservoir units left matches properly to the units left in the insulin pump status screen. There was no history anomaly. (B)(4).

Event description:
Customer's husband reported via phone call high blood glucose and history anomaly on the insulin pump. Customer's blood glucose level was 483 mg/dl. Customer treated their high blood glucose with the insulin pump. Troubleshooting for history anomaly was performed. Customer's husband advised no insulin was delivered, the device lost time and the device was off by 6 minutes. Customer performed the self-test and passed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.